Event description:
Intermittent noise observed during atrial episode recording on rv p/s and far-field. Signal was large enough to be marked by device, but not enough intervals to meet detection. No inappropriate therapy delivered. Pacing impedance trending in 300s with several alerts on pacing impedance dropping below 200s. Noise could not be recreated in office with isometrics. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.